Event description:
This spontaneous case was reported by a gynecologist and describes the occurrence of abdominal pain ("abdominal pain ") in an adult female patient who had essure (batch no. Unknown) inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain outcome was unknown. The reporter provided no causality assessment for abdominal pain with essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.